Manufacturer narrative:
A1, a4-a6: not provided. E1: initial reporter: address was not provided. H10: product sample was not returned to 3m for analysis. Without a sample, it is not possible to perform any tests to determine if the device met specifications. Without additional information, it is not possible to definitively determine the root cause. The device labeling shall be reviewed for important contraindications, warnings, and cautions.

Event description:
A 41-year-old female allegedly experienced a localized allergic reaction with a redness, rash, and an itching sensation approximately five hours post application of the 3m¿ foam monitoring electrode 2228 lot (B)(6) 2024 la. The electrodes were subsequently removed, and a topical medicine was applied, type not provided. No additional information is available.